Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose (bg) was in the mid 200s range mg/dl. Due to being pregnant, customer's healthcare provider (hcp) advised the customer to go to the hospital when bg reached 250 mg/dl. The customer was admitted and treated with intravenous insulin and fluids. Bg lowered to 86-149 mg/dl. Prior to being discharged on (B)(6) 2018, a long lasting insulin injection was administered. The customer resumed pump therapy.